Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, doctor peset university hospital, spain ¿. The title of this report is ¿randomized prospective study on the influence of the gamma 3 nail¿s distal block on the treatment of pertrochanteric femur fractures ¿, published on 01 january 2015, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.recot.2014.06.004. This report includes an analysis of the clinical data that was collected on 177 patients. The cases in this study range from june 2011 to january 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 5 patients experienced migration of the cephalic screw and consolidation in varus of the fracture. The report states,5 cases of migrations of the cephalic screw and consolidation in varus of the fracture (cervicodiaphyseal angle < 110°).¿¿

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of migration of the cephalic screw and consolidation in varus of the fracture could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of migration of the cephalic screw and consolidation in varus of the fracture, could not be confirmed, from the available radiographs in the literature. Based on the available information and the x-ray a formal medical opinion was sought that the initial x-ray reveals that the lag screw has backed out and that it looks as if the screw positioning is more cranial in the hip. With comparison on x-ray, it appears like taken from different positions, compared through size and shape of the obturator foramen. It is impossible to assess the changes in lag screw positioning with this change in perspective, as we may only observe a movement or difference in positioning due to the change in perspective. The reason behind the alleged failure is most likely related to the laterilization of the lag screw. A more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, doctor peset university hospital, spain ¿. The title of this report is ¿randomized prospective study on the influence of the gamma 3 nail¿s distal block on the treatment of pertrochanteric femur fractures ¿, published on 01 january 2015, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.recot.2014.06.004. This report includes an analysis of the clinical data that was collected on 177 patients. The cases in this study range from june 2011 to january 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 5 patients experienced migration of the cephalic screw and consolidation in varus of the fracture. The report states,¿¿ [¿] 5 cases of migrations of the cephalic screw and consolidation in varus of the fracture (cervicodiaphyseal angle < 110°)¿¿